Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead triggered the patient alert feature. It was further reported that there was high impedance and loss of capture due to a lead fracture. The lead was capped. No patient complications have been reported as a result of this event.